Event description:
Facility reported on a medwatch form, "patient scheduled for procedure involving repositioning of the upper jaw. At the point of closing on the procedure, the patient's airway was lost for unknown reasons. Emergency tracheostomy was necessary to reestablish the patient's airway."